Event description:
The customer reported via phone call that he had air bubbles in the reservoir. Customer's blood glucose was 270 mg/dl. Customer declined troubleshooting because he stated that he removed all the air bubbles. Customer stated that he does not see any right now. Customer pushed on the reservoir with the plunger while connected to the infusion set. Customer was advised to never do any reservoir manipulation while connected to the tubing. Customer was advised that site related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.